Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: on what tissue type was the device used? At what location on the tissue? Esophagus and jejunum. Was the instrument fired across or near an existing staple line or clip? -- yes. Were any unexpected noises heard? -- no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -- no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -- yes. Was there any difficulty removing the device from the tissue? -- no. Is there any other additional information you would like to share about this device or procedure? -- no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic total gastrectomy, the 1st device was fired 8 times without any problem for resection of the duodenum and a functional end to end anastomosis between the esophagus and the jejunum. After that, regarding the 2nd device, almost all staples were unformed at the 1st firing when the device was used for closing the insertion slot. The target tissue was not cut. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was blue. Reinforcement material was not used.